Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 357324. Product family: scs-linear leads upn: m365sc2352500: model: sc-2352-50, serial: (B)(4), batch: 5161361.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted devices will not be returned as per hospital policy.